Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2023. During the procedure, clip could not be opened after delivering into the patient. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the control wire was broken. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the sheath was completely remove off the device after unpacking. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the clip assembly was deformed. No other problems with the device were noted. The reported event of clip could not be opened was not confirmed. It is possible that a soft deployment was caused by accidentally activating the device and trying to reopen the clip. Subsequently, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly into the bushing, therefore, causing that the capsule and the bushing got stuck and deforming the clip assembly. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.